Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch fasttake meter has a power issue (meter does not turn on). Sometime after the power issue first occurred, the pt reported had symptoms described as "cold, clammy, lightheaded, and disoriented." The pt reportedly obtained a blood glucose reading of "72 mg/dl " on another device at the time of concern. However, the pt did not take any action in regard to diabetes treatment and did not received any medical intervention because of the reported issue. It would have been helpful to know the pt's diabetes medication regimen, testing frequency, approx how long after the power issue first occurred did the pt develop the symptoms, the duration of the symptoms, how the pt treated her diabetes after the meter did not turn on for her on the previous month, and the events that lead up to the pt's reported symptoms such as food intake, medication intake, physical activities, and blood glucose readings. The pt was unable/unwilling to go through the troubleshooting process with the customer care advocate. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.